Manufacturer narrative:
Subject device was disposed of at the hospital.

Event description:
It was reported that during the procedure, the coil (subject device) was repositioned several times and prematurely detached. The coil and microcatheter were retrieved together as one unit without any clinical consequences to the patient.

Manufacturer narrative:
A device history record of the complaint reveled no indication that the device, labeling and packaging failed to meet its specifications when released. The subject device was not available; therefore functional and physical testing could not be performed. Information from the complaint indicated the target coil was repositioned several times. It is probable that the coil prematurely detached inside the patient as a result of the procedural factors. Therefore an assignable cause of operational context has been assigned to the reported event

Event description:
It was reported that during the procedure, the coil (subject device) was repositioned several times and prematurely detached. The coil and microcatheter were retrieved together as one unit without any clinical consequences to the patient.